Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the operation channel perforated, the remote control button(2) perforated, the light guide cable buckled, the light guide cable for control body buckled, the light guide cable for control body buckled, the operation channel leak, the insertion flexible tube (ift) dirty, the objective lens unit dirty, the lcb distal cover glass dirty, the u/d knob white marking faded/missing, the distal body chipped, and the insertion flexible tube (ift) spiral closer condition; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.